Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that the malleable suction was not recognized by the navigation system. Navigation did not operate when it was used with the malleable suction. There was an inaccuracy during navigation with only one instrument. Furthermore, when the malfunction occurred the navigated tip was different from the actual distance. A new product was opened and used without any problems. It was confirmed that the malleable suction was not recognized by the navigation system to track while navigating. There was no error message, or the amount of distance to divot. There was no information to confirm that the instrument was damaged. The suspected cause was unknown. The procedure was completed with the new product. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.